Event description:
A customer stated that the "hundreds" unit of the display is missing. The customer stated that they did not drop or expose the system to any moisture. A request was made to return the unit for evaluation.